Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the evaluation: the cable section was damaged with dents and twists. Based on the investigation's results, the malfunction was likely caused by the following: the most probable cause was component failure. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a cable section that was damaged with dents and twists. There was no patient involvement.